Manufacturer narrative:
Device UDI: (B)(4). Concomitant product(s): patient medications include asa, benadryl, fenofibrate, glipizide, ativan, losartan, metformin, metoprolol, thimaine, plavix, norco, tramadol, and ambien. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma and hematoma.

Event description:
On (B)(4) 2010, the patient was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2015, computed tomographic angiography scan reportedly revealed proximal aortic ulceration with associated mural hematoma. According to the physician, aortic wall penetration by an endograft anchor may have caused the ulceration and hematoma. On (B)(6) 2015, the patient was implanted with a low-profile gore excluder aortic extender component as part of a re-intervention of a prior endovascular repair with a gore device. The patient was also implanted with an uncovered, balloon-expandable stent in the left renal artery. The issue was resolved, and the patient tolerated the procedure.